Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to force sensor damage by moisture. Unable to verify an alarm for a loose drive support cap due to motor error alarms. Unable to test motor outside of the insulin pump due to corrosion. Traces of corrosion found at motor and electronic assemblies. The insulin pump had a cracked case at display window corners and display window and minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and motor error. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit but squirted out. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 126 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.